Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.75 flextome¿ cutting balloon¿ monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atm. The number of inflation and duration were unknown. The device was completely removed from the patient and the procedure was completed with a 4.0 flextome cutting balloon. No patient complications were reported and patient's condition was good.